Event description:
A nurse reported the vitrectomy probe had a low cutting force, aspiration was functioning however not much efficient during a vitrectomy procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, without a tip protector, in a pouch. The sample was visually inspected and found to be nonconforming with the probe needle slightly bent at the stiffener and orange/brown foreign material on the port face. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for actuation and nonconforming for aspiration and cut. The probe was disassembled and the components inspected. Nominal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks observed along the inner cutter. Gouge marks observed at cutting edge and other locations along the inner cutter. Inner cutter was observed to be bent. Dense orange/brown foreign material observed along cutting edge and inside diameter. The sample was tested with a syringe and resistance was felt. A wire was inserted through the aspiration path. The sample was retested with a syringe and no resistance was felt. The sample was retested for aspiration with the probe driver and was able to aspirate. The initial aspiration test failed due to an interference within the probe and once the interference (bent needle assembly and foreign material) were removed the probe was able to aspirate. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Two photos provided were reviewed by the investigation site. Photo first shows a probe inside a pouch label with sample product and lot number as reported. Other shows a probe. The reported event cannot be confirmed on both photos attached to the parent complaint. The complaint evaluation confirms the probe had cut and aspiration failures. The most likely cause for the cut and aspiration failures is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft, decreasing the quality of the cut performed by the probe and impede flow. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to aspirate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. A secondary contributing factor of the cut failure is the observed gouge marks on the cutting edge of the inner cutter of the probe. A damaged cutting edge can decrease the quality of the cut performed by the probe. How and when the cutting edge of the inner cutter of the probe became damaged cannot be determined form this evaluation. A secondary contributing factor of the aspiration failure is foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe. An exact root cause for the bent needle, bent inner cutter and cutting edge gouges could not be determined from this evaluation, and the probe sample was able to aspirate once the observed interference was removed; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).